Manufacturer narrative:
(B)(4). Concomitant medical products: articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile cat: 00840009400 lot: unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned

Event description:
It was reported that the patient was revised due to elbow loosening secondary to bone fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed and identified the following: comminuted fracture of the left ulna with loosening of the ulnar implant of the elbow arthroplasty. Ulnar cerclage wires and bone graft from prior fracture fixation. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.